Event description:
A customer reported that following an intraocular lens (iol) implant procedure, blurry vision and extremely large starburst effects, looking at my phone the white lettering, steroid injection to reduce inflammation has shadows. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).